Event description:
Complaint rec'd reporting balloon inflation failure with one (1) 41233-01, thermodilution catheter. It was reported that "prior to placement, balloon was tested and intact. Immediately after placement, balloon was inflated and wedge pressure was obtained. On (B)(6) 2009, medical and nursing staff were unable to obtain wedge pressure from thermodilution catheter...upon removal, nurse noted that balloon had ruptured." There was no reported adverse patient consequences. Manufacturer's investigation and analysis: one (1) 41233-01 catheter was received and processed at the ICU medical (B)(4)facility. The investigation is summarized below: visual inspection and analysis was performed. The catheter balloon was examined under a microscope at 10x magnification. The results recorded that the catheter balloon material was indeed torn/damaged. Conclusion: although the exact cause(s) of the balloon tears/damages are unknown, the engineering analysis report cites this type of damage has been replicated/can occur as a result of over-inflation or penetration with a sharp instrument/object.